Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarm prompt appears when the machine is turned on: electrical detection failure code 3 alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, e2, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: e1 (event site name and event site address), g2, h8 due to character limit in block e1 full event site address: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the scroll compressor and the pneumatic module assembly. The unit was tested according to factory specifications. The iabp was returned to the customer for use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).